Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 250 and 400 mg/dl. The customer reports feeling agitated, but states he does not need medical attention at this time due to recently taking his prescribed insulin. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/13/2018 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (B)(6). Customer's wife complaining that his true metrix and true result meter read very differently from one another. Customer compared the true result and true metrix on (B)(6) 2016 at 12:00pm and received a result of 244mg/dl non-fasting with true result but then received a result of 415mg/dl non-fasting with the true metrix.